Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 12/26/97. On 12/28/97, the iab leaked and the iab was removed. (Event complications: none from the event-reported 12/29/97.) (Pt's current status: unk-rpt'd 12/29/97.)